Manufacturer narrative:
Additional narrative: patient information not available for reporting. Unknown when device malfunctioned/ and or was stripped. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018, patient underwent an open lumbar spinal fusion. While the surgeon performed the surgery, the nurses noticed that the three (3) screwdriver shafts were stripped at the distal end tip. The patient was not affected by this and no surgical delay was obtained during the surgery as other instruments were available to complete the case. There was no patient consequences reported. This complaint involves three (3) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part # 03.632.072, synthes lot # h126707, release to warehouse date: 24-oct-2016 , manufactured by universal punch corporation . No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: visual inspection observed that the distal tips of both returned stardrive screwdrivers were stripped. There is minimal surface wear present on the shafts on both screwdrivers that would not affect functionality, consistent with use for the screwdrivers¿ 2-year lifespan. No new malfunctions have been identified. The received condition was determined to agree with the complaint description. Dimensional inspection: during the document/specification review the relevant drawings, reflecting the current and manufactured revision, were reviewed. The first drawing reviewed is a tabulated drawing and illustrates the dimensions of both part # 03.632.002 and 03.632.072. All dimensional inspections were performed using calipers. Dimensional inspection was performed on the t25 stardrive standard shaft (03.632.002, h040162) and the diameter of the tip measured, and it falls within the specification, based on relevant drawing. For the t25 stardrive long shaft (03.632.072, h126707), the diameter of the tip measured and it falls within the specification as well. The distance between the diameter transition proximal to the tip and the tip itself of the t25 stardrive standard shaft (03.632.002, h040162) was measured and falls within the specification. The distance between the diameter transition proximal to the tip and the tip itself of the t25 stardrive long shaft (03.632.072, h126707) measured which does not fall within the specification. The undersized condition is due to the stripping reported in the complaint. No further dimensional analysis was possible due to post-manufacturing damage. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no ncrs, mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Investigation conclusion: this complaint is confirmed however no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.